Event description:
It was reported that patient experienced wound dehiscence at the ipg site. Surgical intervention occurred (B)(6) 2024 to revise the incision to address the issue.

Manufacturer narrative:
A patient experiencing a wound issue was reported to abbott. The doctor stated they revised the incision. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.